Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with a bd venflon¿ pro safety blood leaked from the injection valve. The following information was provided by the initial reporter: blood has apparently flowed back from the injection valve.

Event description:
It was reported that during use with a bd venflon¿ pro safety blood leaked from the injection valve. The following information was provided by the initial reporter: blood has apparently flowed back from the injection valve.

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. Upon visual inspection of the photo, it was observed that the valve had moved towards the luer end. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to the eto sterilization. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.